Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e1 (disregard previous information as the reportable malfunction was found during evaluation). A review of the device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the defect occurred due to stress from use, external factors, or handling. The following information from the instructions for use (IFU) pertains to this event: "3.2 inspection of the endoscope 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation that the flex video scope had peeled off coating of soft insertion section tube. There were no reports of patient harm.